Event description:
Mdt rep confirmed patient had an infection. System ex planted as a result. (B)(6) merged into (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).